Event description:
It was reported that the patient experienced several issues with their device, including, a cracked casing along the charging port. There was no adverse impact to the customer's blood glucose level. The customer is currently out of warranty and is in the process of obtaining a new device, having declined a follow-up from customer technical support. No additional information was received regarding the event.